Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited error e216, image black out and intermittent image while in combination use with the video system center. The event occurred during a therapeutic laparoscopic cholecystectomy. The procedure was completed with the same device with a delay of less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, d9, h3, h4, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image output signal may have been temporarily unstable due to aging deterioration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.